Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a spinning spiros¿, closed male luer generated a leak during patient use. It was stated in the report that a fluorouracil bottle that was prepared and sent to the oncology clinic from the oncology pharmacy was found to be leaking from the closed male luer. A 67-year-old patient's chemotherapy administration was delayed while a new therapy was prepared and transported to the clinic. There was patient involvement, no patient harm but there was a delay in therapy.